Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen (1500mcg/ml at 253mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the incision from the (B)(6) 2018 pump replacement was breaking down, most likely due to excessive washing by the caregiver. No issues were reported with the pump/intrathecal baclofen (itb) therapy. The pump was replaced and the pocket moved to the other side of the abdomen. The issue was resolved. The patient was "alive; no injury." There were no further complications reported at this time.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no new information.